Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during a laparoscopic cholecystectomy procedure, the tissue pad of their sonicbeat device peeled off. The procedure was completed successfully with a new device, and with no delay. The customer confirmed that the tissue pad did not fall into the patient cavity. There were no reports of patient harm.

Manufacturer narrative:
Correction to d4 lot # and expiration date and g2. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the device probe broke off. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the the broken probe and worn tissue pad: 1. Grasping section was closed without grasping anything while the output was activated, (this includes after tissue resection) causing the tissue pad to wear out intensively. 2. The grasping section and the probe came into contact due to wear of the tissue pad. 3. The output was activated while the grasping section was in contact with the probe. As a result, a contact mark was developed. 4. A force to activate the output, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 5. A force was applied to the probe causing it to break. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.